Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that on the previous day, the patient¿s omnipod 5 personal diabetes manager (pdm) displayed a repeated initialization failure and continuously restarted in a loop. At the beginning, the patient experienced vomiting, severe hypoglycemia, high acetone levels, and later the mother reported very high blood glucose levels of 460 mg/dl (25.6 mmol/l) requiring emergency care. The mother stated that the patient was taken to the emergency room where they were receiving treatment, although they did not specify the type of treatment provided. The patient¿s mother was guided through a full reset of the pdm, and after the reset, the mother was able to retrieve the patient¿s omnipod account username, reset the password, log in, and begin reconfiguring the profile settings (basal rates by time segments) using parameters provided by the hospital. The operational outcome was that the pdm restarted successfully and reconfiguration was in progress.